Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. The minerva surgical operator's manual lists hematometra as a possible adverse event under other adverse events. It states that among other adverse events, hematometra "could occur or have been reported in association with the use of other endometrial ablation systems and may occur when the minerva system is used." Hematometra is a known potential adverse event of any endometrial ablation procedure.

Event description:
In (B)(6) 2022, the patient underwent an uneventful ea procedure and was amenorrheic. However, the patient started complaining of lower abdominal pain and was diagnosed with hematometra in (B)(6) 2022. Doctor drained the hematometra using a biopsy pipelle and the patient experienced an instantaneous relief. No difficulties in dilating the cervix which excludes cervical stenosis, making a mechanical occlusion of the internal cervical os with a larger size ablated tissue the most likely cause behind this occlusion that led to blood accumulation and subsequent pain.